Event description:
It was reported to boston scientifc corporation that a captiflex medium oval flexible snare was used during a colonscopy procedure peformed on an unknown date. According to the complainant, during the procedure, they have encountered mutiple complaints about the captiflex medium oval flexible snares. Reportedly, the snare failed to cut the target polyp mechanically. It was unknown if the procedure was completed and it was also unkonwn how it was completed. The patient's current condition is unavailable per customer. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Block h6: problem code 2587 captures the reportable event of failure to cut. Conclusion code 4316 is being used in lieu of an adequate conclusion code for "device not returned." Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: blocks h2, h6 and h10 have been updated based on the investigation closure for device not returned. Correction: sections h7 and h9.

Manufacturer narrative:
The exact date of the event is unknown. The provided event date of (B)(6) 2020 was chosen as a best estimate based on the date that the manufacturer became aware of the event. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientifc corporation that a captiflex medium oval flexible snare was used during a colonscopy procedure peformed on an unknown date. According to the complainant, during the procedure, they have encountered mutiple complaints about the captiflex medium oval flexible snares. Reportedly, the snare failed to cut the target polyp mechanically. It was unknown if the procedure was completed and it was also unkonwn how it was completed. The patient's current condition is unavailable per customer.